Event description:
During surgery in 2009, as the doctor was inserting the ardis peek implant, the implant corner broke off. The corner was retrieved and the implant was removed. Another implant was implanted. There was no harm to the patient. Additional information received the following month: this was the first ardis peek implant to be put into the disc space of a one level l4-l5 transforaminal fusion. The disc space was prepared with a distractor and not a shaver. Trials were used although the representative was unable to remember the trial sizes. As the surgeon was placing the ardis peek implant into the disc space, the implant bent over and broke on the first tap of the mallet. The trajectory path of insertion was on-axis and there were no tamps used. The implant was extracted and another one inserted without difficulty.

Manufacturer narrative:
Requests have been made for the return of the product. Device manufacturer date is unknown. Evaluation is pending.